Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital for chest pain that occurred on (B)(6) 2018. A higher threshold then implant was noted on the atrial lead. Physician suspected micro perforation of the atrial lead but because patient no longer had chest pain was discharged. No intervention was performed. Patient was stable and will be monitored.